Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that the implantable neurostimulator (ins) system was removed due to an incision infection.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the scs system was removed due to an infection and to prevent further issues. It was unknown if the infection had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.